Manufacturer narrative:
Testing and investigation found the device alarmed and displayed error code 09/001/041 after approximately one hour of delivery using the customer's protocol. During a review of the device history multiple 09/001 service alarm codes were noted. The device then performed the back tics test and the device did not pass the test since it gave a reading of 15 tics value (spec: less than or equal to 9 tics value). The probable cause may be due to a defective roller clutch and camshaft. The backward motor movement issue was investigated. As per the investigation, the root cause of the event is poor clutch performance. The motor roller clutch prevents back-driving as it only allows rotation in one direction. The clutch retainer material for the motor roller clutch for gemstar devices is not robust enough (in some of the cases) to avoid motor backward movement. A defective roller clutch assembly may induce backwards motor movement during pulsatile delivery which turns off the motor encoder, depending on where a loaded cassette ends up in delivery phase of the stroke. As indicated this device is part of product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a 09/001/041 (backward motor movement) service alarm code. The device was returned to the user facility from a homecare patient's home with a report of the device alarming with a 09/001/041 service alarm code. It was reported the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), at a taper up rate of 2ml/hr. No further programming parameters were provided. After an unspecified length of time the device alarmed with a 09/001/041 service alarm code. The device was removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. No additional information was provided.